Event description:
It has been reported that the device does not power on.

Manufacturer narrative:
Results of functional testing indicate a device failure. The adult pads, pediatric pads, and batteries were replaced and the power did not come on. The device was tested with a philips test battery an still did not turn on. The AED was removed from service and a quote was provided for a replacement AED. The customer declined the replacement quote, so the malfunctioning AED was returned to the customer site as is. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. The device is out of warranty so a replacement was not provided. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer declined the quote for a replacement device. Their device is out of warranty and cannot be repaired. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.